Manufacturer narrative:
The device was returned for analysis. The reported kink was in fact the sheath that was noted as bent. The break in the shaft is case circumstances likely during removal affecting the glue bonding. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information provided, the reported difficulties appear to be due to case circumstances. It is likely that inadvertent mishandling caused the glue bond to break apart during removal and bend the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after successful implantation of the xact carotid stent, the delivery system kinked during removal. Reportedly, the guide wire could be seen through the device as the catheter was bent. The catheter was not separated into two pieces and there was no resistance noted during removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the shaft of the xact stent was separated from the proximal end of the exit port at the bond. The hypotube was still intact.